Event description:
It was reported that an external fluid leak was observed from two (2) polyflux140h dialyzers during hemodialysis therapy for one (1) patient. There was "no blood loss from the patient". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.